Event description:
A report received from the USA stated an 840 ventilator experienced an alarm which rendered the ventilator inoperable. There was no report of pt involvement when the event occurred.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery (bd) printed circuit board (pcb) and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test and is performing according to manufacturer specifications. (B)(4).